Event description:
Dilation balloon ruptured while removing the device through the bronchoscopy scope. The balloon came out in pieces, as the physician did not deflate the device before pulling back. Area was visualized for residual pieces and there were none remaining; because of the clear nature of the balloon it was difficult to look for pieces.====================== health professional's impression======================operator error, as the clinician did not deflate before removing the device. Concern lies with not being able to visualize area for broken pieces due to the clear nature of the balloon.